Event description:
Healthcare professional reported through clinical study that the valve was explanted approximately 1 month post implant due to perivalvular leak. The valve was replaced with a hancock ii bioprosthesis. The product was not returned for analysis however a pathology report was sent.